Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level at the time of incident and current was 58 mg/dl. The customer was treated with food and apple juice for low blood glucose level. The customer reported that the drive support cap was normal. The sensor will not be returned for analysis.